Event description:
It was reported that during a laparoscopic gastric bypass procedure, they could not fire the device. They were trained and very alert about not touching the firing handle before they fired the device. The nurse cleaned the device between firings. The procedure was prolonged five minutes due to the difficulties with this device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Firing rod.